Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist, after a complete set of x-rays, intra oral and extra oral exam was done it was found that the patient has a class iii mobility of anterior teeth. Patient has anterior crowding and with the byte aligners is just trying to push the teeth into alignment and has led to mobility. Patient was instructed to immediately stop aligner treatment and see an orthodontist and periodontist to aid in mobility of anterior to prevent loss of front teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.